Manufacturer narrative:
An attempt was made to try and obtain further event information. As per hospital they are unclear as to which of their ventilators was involved at the time of event. Should further information becomes available, a follow up MDR will be submitted.

Event description:
During a phone conversation on other matters, hospital personnel mentioned that, at some prior time, a covidien 840 ventilator had shut down, without alarming, while in use on a pt being transported. There was no harm or injury. The personnel did not know when this reported event had occurred, what specific ventilator it had occurred on, whether the hospital had reported this information to the manufacturer at the time of the event or at any other time prior to the phone conversation, or whether anyone had reported the matter to the hospital's biomed department or taken any other action to inspect or evaluate the ventilator. In subsequent inquiry, the hospital informed covidien that the event occurred approximately four months earlier.